Event description:
It was reported that the right atrial (ra) lead exhibited fixation difficulty in the appendage and dislodged before pocket closure. Lead placement was reattempted many times but the ra lead could not be fixed well in the right atrium. A defective lead screw was also noted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner insulation of the lead was extrinsically distorted due to kinking/buckling. Visual inspection of the lead indicated stretching and damage at implant.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.